Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem cartridge user guide indicates "the t:slim cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.